Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/ stent procedure, the stent became separated from the stent delivery system (sds) in the coronary artery. Multiple attempts to obtain more info have been unsuccessful. No other info was reported.